Event description:
It was reported via repair work order that the foot end of the bed was elevated and inoperable due to malfunction potentiometer and cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.